Manufacturer narrative:
The device alarmed and high stop current due to faulty radio frequency board. The insulin pump passed the unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had rf pic failed self test. The customer¿s blood glucose level was 160 mg/dl. The customer states that the reoccurred. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.